Manufacturer narrative:
Concomitant product(s): product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that the patient had developed an infection at the pocket site. The hcp removed the battery and half of the leads (he cut out what he could) on (B)(6) 2015. The patient was brought back to the operating room on the day of the report and removed the rest of the leads, as one had migrated into the stomach, and also removed a previously placed gastrostomy tube (g-tube). The hcp implanted a new g-tube as well as two leads and a new battery. The hcp was not sure what led to the event. It was unknown if any diagnostics or troubleshooting was performed. It was unknown if the issue was resolved at the time of the report.